Event description:
It was reported that the patient presented in clinic for a routine follow up. During the interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold. The chest x-ray was performed and noted that the ra lead was dislodged. The ra lead was repositioned on (B)(6) 2025. The patient was stable throughout.